Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been in service for the review period. Functional and visual tests were performed, and the reported problem was confirmed as alongside the failure, the downstream occlusion (dso) sensor did not meet the required specification. Replaced the latch lock to correct the problem. The device then passed all functional tests after repair.

Event description:
It was reported that the device had a latch lock sensor failure. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported. Analysis of the device found the downstream occlusion sensor to be out of specification.